Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting loss of capture. The patient was in the hospital due to a non device related instance. Technical services (ts) was consulted and recommended further evaluation. This crt-d remains in service. No adverse patient effects were reported.